Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for undefined impedance. With manual manipulation, the impedance dropped to within normal range. When the patient pressed on the pocket area, there was loss of capture noted. Noise electrogram and ventricular high rates were found. A lead fracture was also suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).